Event description:
It was reported that a security wand was used "quickly" on the patient at the airport. It was stated the patient's system was "reset." It was noted that a "remote unit" was sent to a local doctor and the doctor had to reset the patient's settings. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).